Event description:
Boston scientific received information that this patient was presented to the clinical with low cardiac output and loss of capture was noted on this right ventricular lead. An x-ray revealed that this lead was fractured. The lead was removed and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.